Manufacturer narrative:
Unit alarmed compromised force sensor during basic occlusion test due to protruded / loose drive support disk. No compromised force sensor alarm noted during rewind. Unit had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer was unable to view alarm history as pump only gave rewind option. Customer's blood glucose was 116 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.